Event description:
It was reported that syringe 50ml ll stopper was defective. The following information was provided by the initial reporter: 50ml luerlok syringe (for a pump). Defect at the stopper (black part). This part is deformed. No clinical consequences.

Manufacturer narrative:
H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There was no visible damage or defects in the plunger that could have contributed to this defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for lot 2101062, one annotation was found in a daily incident reported related to this defect. During assembly, an incident was detected related to the maladjustments of the plunger and stopper, resulting in the stopper being improperly assembled onto the plunger. Once detected, the mechanical team repaired the failure. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded. Based on our investigation, it was determined this incident occurred as a result of improper alignment of the plunger/stopper during assembly, the impacted unit not being properly discarded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll stopper was defective. The following information was provided by the initial reporter: 50ml luerlok syringe (for a pump). Defect at the stopper (black part). This part is deformed. No clinical consequences.